Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the system board.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.